Manufacturer narrative:
MDR (B)(4) - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom on (B)(6) 2024, it was reported that the patient's infusion set tubing was leaking at belly. Moreover, the issue occurred with five similar types of infusion sets used for few minutes. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.